Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that balloon pinhole occurred. The stenosed target lesion was located in the moderate to severely calcified coronary artery. A 1.50mmx20mm maverick balloon catheter was advanced for dilatation. However, during procedure when trying to expand the balloon, the physician saw a hole in it. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. The balloon was microscopically examined and no damage or irregularities identified. Inspection of the device revealed numerous hypotube kinks. The device was inflated to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The stenosed target lesion was located in the moderate to severely calcified coronary artery. A 1.50mmx20mm maverick²¿ balloon catheter was advanced for dilatation. However, during procedure when trying to expand the balloon, the physician saw a hole in it. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.